Event description:
A medtronic ent representative reported that while in a fess procedure, the fusion system intermittently lost tracking during navigation. Troubleshooting with medtronic technical services representative found that when the button to show tracking view was pushed, the system resumed functioning properly. The surgeon completed the ent procedure with the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Patient info was unavailable from the site. A medtronic rep visited the site where the event occurred and observed an ent surgery. The rep noted that the scrub tech would place the mayo stand with all the instruments at the head of the bed which could cause an interference with the fusion system. The system was fully function with no further issues.